Manufacturer narrative:
Sc-1160 (sn: (B)(4)). Device evaluation indicated that the complaint was confirmed. The device would not be linked nor charged. An internal electrical test found excessive sleep current drainage and high thermal on u2_asic. This type of damage occurs when the ipg is exposed to high-voltage transients. As the patient had a stem cell treatment, she would receive chemotherapy and/or radiation therapy which may cause permanent damage to the stimulator based on the direction for use (dfu).

Event description:
A report was received that the patient could not charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient could not charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.